Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported an accuracy issue. Per the customer, spo2 values fluctuate up and down. The value would drop to around 70% and then go back up to 98%. Fluctuations occurred over a period of a couple of minutes. This was reportedly an ongoing issue lasting a couple of days. It was reported that changing out the rad-8 unit resolved the issue. The replacement rad-8 used the same cable and sensor. No consequences or impact to patient were reported.